Manufacturer narrative:
The investigation has confirmed that lower then expected results were obtained on vitros phyt slides with samples obtained from one remote site. Additional samples from alternate sites did not show phyt bias during this event. Additional samples were requested from the site in question and did not exhibit any bias. Quality control results were within expected values at all times during this event. No instrument mechanical or analytical errors were seen during this event. Additional investigative testing done to assess instrument performance was within expected results. No root cause was determined for this event but it most likely sample related.

Event description:
A customer observed negatively biased phyt pt results on a vitros 5, 1 fs analyzer. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. No pt samples in question were reported during the time of this event. There was no report of pt harm as a result of this event.